Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheter removed after patient referred pain, after removal partial rupture was observed. Patient suffered chemotherapy extravasation in the arm. Patient needed steroids to treat pain and inflammation due to extravasation. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was placed on (B)(6) 2024 and removed on (B)(6) 2024. Catheter to vein ratio: <45% 28% in this case. Total length of catheter is 39cm. Inserted in axilar vein, 2cm exit site markings. Tip confirmation was obtained with this catheter length. Saline used to lock catheter between use. 3m advanced security with securement attached. PICC was dressed straight along the patient¿s arm. PICC used for oncology treatment; folfox scheme. PICC was used for a CT scan at 2'5ml/s power injection rate. Contrast media was not warmed prior to administration. Catheter interventions to address occlusion: urokinaes maneuver due to inhability to obtain blood reflux but able to infuse. Break was found at 8cm mark 180 days after insertion. 1 chloraprep¿ 3ml or chlorhexidina digluconate 2% used to clean catheter site.